Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system was not turning on. Upon functional testing the fse found that the malfunction in the flexviewing pc. Review of the system log files showed suite-pc could not connect to the flexviewing-pc. The fse replaced the flexviewing pc 4fg. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system was not turning on properly. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the flex vision pc. The fse reloaded the software multiple times without resolve. The fse then replaced the flex vision pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.